Event description:
It was reported that there were traces of blood-like substance inside the neck of the saw where the head had fallen off. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device is in route to the MFR for an investigation, and this report will be updated if the investigation requires.